Event description:
Provider alleges consumer got too close to the steps at the doctors office. Consumer allegedly fell down steps and scooter came down on top of her.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.